Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm and a motion sensor test failure alarm. Customer's blood glucose was 250 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process but received another motor error alarm. During troubleshooting for motion sensor test failure, customer was able to clear alarm. Insulin pump passed the displacement test, but would receive another motion sensor test failure alarm. Customer was advised that insulin pump would need to be replaced.